Manufacturer narrative:
This supplemental report is to correct the initial MDR reported (B)(4). No know device problem which was submitted on (B)(6) 2017. The code was erroneously submitted. The correct code to supersede the initial device code should be (B)(4) delayed charge time.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an alert for long charge time out was received via merlin.net transmission. The device replacement was suggested. The device was explanted. The patient was stable.